Event description:
It was reported by the patient that the patient feels a vibration down their arm and into their hand after having a "procedure" done. Follow up was attempted for additional information, but was unsuccessful. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.